Manufacturer narrative:
Updated h3 and h4. This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, the reported malfunction was reproduced. The cause of this event was that the guide wire distal end did not meet strength specifications due to suboptimal molding conditions during manufacturing. The event can be detected and prevented in accordance with the following instructions for use (IFU). The instruction manual contains a warning to the user regarding this event. When using the guide wire, insert the instrument with its distal tip in parallel with the guide wire while holding the distal tip as shown in figure 4. Be careful not to forcibly insert the instrument with a sharp angle between the distal tip and the guide wire as shown in figure 5. This may damage the distal tip. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported by the customer that during preparation for an unknown procedure, the single-use mechanical lithotriptor wire could not be threaded. The intended procedure was completed without delay with a similar device. The patient was under propofol sedation. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.